Event description:
It was reported that the patient received multiple inappropriate shocks and was transported to the hospital emergency department via ambulance. Upon interrogation, the right ventricular lead was found to have an apparent fracture and noise was noted. It was also reported that a "sensing issue" had been observed via remote monitoring. The lead was programmed off until the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.